Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons responded to button presses as expected. There was no evidence of contamination found under the key contacts.

Event description:
The distributor contacted animas on (B)(6) 2012 and reported the ok, contrast, up arrow, and down arrow keypad buttons were unresponsive. No other information is available at this time. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).